Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that multiple pump keypad buttons were unresponsive after exposure to moisture. Moisture was allegedly visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:during a visual inspection of the pump, moisture was observed behind the display lens. A leak test was performed and confirmed a leak in the pump casing. During testing, the pump did not power on. The pump case was removed and damage due to moisture was found on the printed circuit board. No damage was observed to the pump keypad cover. The keypad cover was removed and no contamination or damage was found to any button contacts. The complaint of a keypad button response issue could not be adequately investigated due to moisture damage.